Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, it was observed that the device's power lamp does not turn on. The device¿s power supply board was replaced to address the issue.